Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22-jan-26 arthrex was informed of a publication of a study ¿reducing graft failure and reoperation after anterior cruciate ligament reconstruction in professional athletes using a systematic surgical approach¿ conducted by the santi study group (france). This retrospective study analyzed patients who underwent an anterior cruciate ligament reconstruction using autograft techniques, including fixation with arthrex bio-interference screws. The data originates from an investigation performed at the centre orthope´dique santy in lyon, france. A total of 342 patients were included in the final analysis. Overall, 74 patients (21.6%) underwent secondary surgery for graft rupture, secondary meniscectomy, or debridement of a cyclops lesion.